Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
During following, there was an infection noted on the pocket. Surgical intervention is anticipated. Further information was requested but none was received.